Event description:
Procedure type: cholecystectomy. According to the reporter: the safety shield was not protecting the obturator blade. The blade had penetrated the packaging. This was found before the operation.

Manufacturer narrative:
Initial report sent: 02/19/2008.